Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 92 mg/dl at the time of incident. The customer also reported that menu button was not responding at times and numbers were ramping on their own. Customer stated the scroll bar was moving with no input and menu button needs to be pressed more than once. Customer stated block mode was inactive. The insulin pump will not be returned for analysis.